Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the first ¿rewind¿ attempt/during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Event description:
The pump was returned for investigation. Investigation revealed a single component failure on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2015.